Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not adequately seal after an end tone was heard. There was evidence of energy delivery, and when the seal was cut there were no issues. Towards the end of the case bleeding was found from the sealed area between the stomach and mesentery. Between 250 cc's and 500 cc's of blood loss resulted from the issue, and the patient is currently in good condition. The same device was used to re-seal the area.

Manufacturer narrative:
Additional information: evaluation summary: two devices were received for evaluation, and it could not be determined which of the two had been involved in the reported issue. Evaluation of both devices could not confirm a potentially contributing device issue. Without the original packaging or a reported lot number, the investigator cannot determine if the products were within the assigned expiration date at the time of reported incident. The returned products met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not adequately seal after an end tone was heard. There was evidence of energy delivery, and when the seal was cut there were no issues. Towards the end of the case, the patient began coughing, and bleeding was found from the sealed area between the stomach and mesentery. Between (B)(6) cc's of blood loss resulted from the issue, and the patient is currently in good condition. The same device was used to re-seal the area. The device was in use with an ft10 generator with version 1.2 software.